Event description:
It was reported that the customer had low blood glucose levels of 43 mg/dl. The customer treated with food. The customer also reported high blood glucose levels of about 600 mg/dl. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the no delivery alarm on the insulin pump might have been due to a bent cannula on the infusion set. The customer was advised to replace the entire infusion set and to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)